Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect ivc filter. The cook filter placed in [pt] was stated to be appropriate for use as a permanent filter or a retrievable filter. On or about (B)(6) 2017, [pt] underwent a computerized tomography scan ("CT scan") of his abdomen. On or about (B)(6) 2017, [pt] was informed that the CT scan revealed that one of the ivc filter's struts had fractured and a fragment of the filter was embedded in his pancreas. The CT scan additionally appears to show multiple perforations with possible involvement with the vertebral body. [Pt]'s injury was inherently undiscoverable or objectively verifiable such that, despite [pt]'s reasonable diligence, he was unable to discover his injury until on or about (B)(6) 2017." Hospital and medical records have been requested but not yet provided."